Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 and when they booted up the carto 3 system for the afternoon procedure, smoke came out of the workstation, and the fan started running on high. They can still smell smoke. They were advised to unplug the workstation. After unplugging the workstation, they stated that the workstation was replaced last week, and today was the first day of use. It was reported the procedure went well without any issues. No adverse patient consequence was reported. Additional information was received which indicated that there was no sign of visible fire or flames. There was no visible melting or carbonization on the equipment. There was some smoke visible, along with smoke odor. Smoke was not constant. It appeared as if something burned and stopped. But smoke odor remained. A fan audibly turned on and did not stop until power chord to workstation was pulled out and removed.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and when they booted up the carto 3 system for the afternoon procedure, smoke came out of the workstation, and the fan started running on high. Field service engineer (fse) followed up with the bwi representative and confirmed that the issue was resolved by replacing defective workstation with another one that was delivered to the account. Fse also confirmed that the display port to dvi cable was delivered to the account to support the replacement workstation and not due to system malfunction. The system is ready for use. Replaced workstation was sent to the manufacture for investigation. During investigation, burn signs were observed on graphic card, mother board and solios frame grabber card. It was found that the fan of the video card was faulty and caused the overheating. It was also found that the power supply of the workstation was not working, this is not related to the burning smell issue. The power supply was replaced, and the issue was resolved. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the carto 3 system #(B)(6) and for carto 3 workstation # (B)(4), and no internal actions related to the reported complaint condition were identified. H4. Device manufacture date was obtained and added. Therefore d4. Primary UDI number was also added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).